Event description:
It was reported that during a ptca procedure, a vessel dissection occurred. The lesion was located in a vein graph to the distal right coronary artery (rca) / posterior descending artery (pda). After the 4.0 x 12 mm liberte' monorail stent was deployed, a dissection occurred in the vein graft. The pt was airlifted to another hospital for bypass surgery. The physician stated that the pt is fine post bypass and has been discharged. No other info will be provided regarding this event.

Manufacturer narrative:
The complainant indicated that the stent was implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are unable to determine the root cause of this event.